Manufacturer narrative:
Corrected patient code. Product event summary: the controller, six batteries and two controller ac adapters were returned for evaluation. Failure analysis of the returned controller, five of the batteries and the two controller ac adapters revealed that the devices passed visual examination and functional testing. Failure analysis of battery (B)(4) revealed that the device passed visual inspection. However, functional testing revealed that the test equipment was unable to read the battery status. It was observed that three of the batteries ((B)(4)) exhibited a high cycle count above 375 cycles, indicative of a units exceeding the end of useful life. This is an additional finding not related to the reported event. The most likely root cause of the observed higher cycle count can be attributed to the batteries reaching the end of its useful life. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(4) and premature power switching due to communication error involving one battery with a serial ID ¿0¿. A communication error most likely unintentionally sealed the battery. As a result, the controller is unable to obtain a serial number when communicating to the battery, causing the serial ID to be logged as ¿0¿. The sealed state does not impact normal operation. The last cycle count that was recorded for the unknown battery was 385. Testing revealed that (B)(4) registered a cycle count of 386. This finding suggests that the battery with a serial ID of "0" was likely (B)(4). As a result, the reported power switching event was confirmed. The most likely root cause of the sealed state battery can be attributed to communication errors. The most likely root cause of the reported power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnects and implement corrective actions as required. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ cac adapter. Cac adapter / (B)(4)/ model #: 1430de. Return date: 2018-05-29. Device evaluation anticipated, but not yet begun. (B)(4). Heartware ventricular assist system ¿ cac adapter. Cac adapter / (B)(4)/ model #: 1430de. Return date: 2018-05-29. Device evaluation anticipated, but not yet begun. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 2016-04-30. UDI #: (B)(4). Return date: 2018-05-29. Device evaluation anticipated, but not yet begun. Mfg date: 2015-04-30. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2016-12-31. UDI #: (B)(4). Return date: 2018-05-29. Device evaluation anticipated, but not yet begun. Mfg date: 2015-12-31. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 2016-04-30. UDI #: (B)(4). Return date: 2018-05-29. Device evaluation anticipated, but not yet begun. Mfg date: 2015-04-30. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2015-09-30. UDI #: (B)(4). Return date: 2018-05-29. Device evaluation anticipated, but not yet begun. Mfg date: 2014-09-30. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2015-09-30. UDI #: (B)(4). Return date: 2018-05-29. Device evaluation anticipated, but not yet begun. Mfg date: 2014-09-30. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2015-09-30. UDI #: (B)(4). Return date: 2018-05-29. Device evaluation anticipated, but not yet begun. Mfg date: 2014-09-30. (B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching while at home. All of the devices have been exchanged. No patient complications have been reported as a result of this event.